Event description:
Pt received new infusion. Nurse was adjusting dose. Upon completion of adjustment, nurse reports the pump shut down completely. Nurse obtained a second pump which also shut down when they went to push start. Review of the internal event log of first pump revealed that the nurse pressed the on/off button rather than the start button. The cause of shut down for the second pump is not known at this time. A similar incident occurred in 1/02. A similar incident is logged on the FDA website. Rptr feels pump is poorly designed on this regard. A momentary press of the on/off button will shut down the entire pump even if there are infusions running. The pump does not require confirmation of intention to shut down operation. Nor is there a need to hold the on/off button for longer than a moment to execute the function.